Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with syringe. The customer was explained the 2 high blood glucose rule. Customer declined to troubleshoot for high blood glucose. Customer was advised that we are sending replacement infusion set and reservoir as a courtesy. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 100 mg/dl. Customer stated that she changed batteries and everything is fine. Customer declined to troubleshoot.